Manufacturer narrative:
Date sent to FDA:09/14/2020.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. Additional information: d4,h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 7/19/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent infraumbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery with extensive lysis of adhesions on (B)(6) 2014 during which the surgeon noted resection of folded, contracted mesh on right with suture refixation, lysis of pelvic adhesions of left fallopian tube with resection of right-sided adnexal cyst/mass, laparoscopic guided left ilioinguinal nerve block. It was reported that the patient experienced severe pain, tearing and ripping sensations and inflammation. No additional information was provided.